Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped pipeline failed to open and was knotted. Aneurysm embolization was performed, ped embolization was planned. After the catheter was in place, measured the diameter of blood vessel. Planned to use ped-500-30, but it still could not be opened after many attempts. So withdrew the whole system, the stent was knotted. The patient was being treated for a saccular, unruptured aneurysm in the right clinoid segment. The max diameter was 8mm and the neck diameter was 10mm. The distal landing zone was 4.6mm and the proximal landing zone was 5.0mm. Vessel tortuosity was normal. Dual antiplatelet treatment was administered. The devices were prepared as indicated in the instructions for use (IFU). Angiographic result post procedure was intracranial aneurysm. No symptoms were reported.  Ancillary devices: marksman microcatheter

Manufacturer narrative:
H3. Product analysis #704997346: equipment used: vis (m-81805), 203cm ruler (m-83360). As found condition: the pipeline flex embolization device was returned for analysis within a shipping box and within a plastic bio-pouch. Visual inspection/damage location details: the pipeline flex braid was returned already detached from the pusher. The pipeline flex pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. The pusher resheathing pad was found damaged. The pusher distal core wire was found broken proximal to the sleeves. The pusher sleeves and tip coil were not returned. Both ends of the pipeline flex braid were found damaged and not fully open. Testing/analysis: the broken pipeline flex distal core wire was sent out for sem (scanning electron micrographic) failure analysis. Per the analysis report, the wire failed via torsional overload. Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open¿ and ¿pipeline damaged¿ reports were confirmed. It is likely the damage found with the pipeline flex braid contributed to the event. Damage to the braid can occur if the device is advanced/retrieved against resistance. However, the cause for the damages could not be determined. Regarding the pusher separation as the wire failed via torsional overload the likely cause was use related. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the distal section of the pipeline did not open. The pipeline was not positioned in a vessel bend when it failed to open.